Event description:
It was reported that during a pci procedure, after deployment of a cypher stent, the quantum maverick monorial balloon ruptured at 10 atms on the initial inflation for post dilation. The lesion being treated was a 90% stenotic lesion in the proixmal left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 8647200 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.